Manufacturer narrative:
(B)(4). The incident sample was returned with an e clip taped to the handle. The jaws of the device opened and closed normally. The handle was removed and it was found that the e clip was missing from the front end assembly. The e clip found by the customer was the part missing from the device. The e clip was not adequately installed during the manufacturing process. This was an isolated incident and no trend has been identified.

Event description:
The customer reported that an e clip feel into the pt cavity and was retrieved. The site was not sure if the e clip was from the incident device. There was no pt injury.